Event description:
Polypropylene coveralls with elastic wrists, hood, and booties had brownish spots on them when package was opened. (Two out of package of 25). These are to be used in a cleanroom. Although lighting in picture does not make it very clear. (B)(4). Ref report: mw5150466.